Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead testing it was observed that capture threshold was elevated and sensing had dropped on the right ventricular lead. A micro dislodgement was suspected. The patient was scheduled for a lead revision on (B)(6) 2021. The right ventricular lead was repositioned successfully during the procedure and remained implanted. The patient was not dependent on the device for normal function, was stable before, during and after the procedure and discharged the same day.